Manufacturer narrative:
A. Select patient information cannot be documented in the file due to regional privacy regulations. D10. Concomitant medical devices in use during the event include: product ID: evfxplus-26; product serial number: (B)(6); product type: 0195-heart valves; implant date: never implanted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the implantation of a 26mm transcatheter aortic bioprosthetic valve (tav), after a balloon aortic valvuloplasty was performed, an attempt was made to insert the guidewire into the delivery catheter system (dcs); however there was immediate resistance and the guidewire could not be advanced through the dcs. It was suspected the guidewire lumen was kinked. A new system was loaded with no issue and used for successful tav implantation. It was determined by the team that the initial dcs was affected because approximately 50 minutes had elapsed between completion of loading and attempted use, during which accumulated torque was gradually released. Upon inspection of the dcs, a kink was confirmed near the nose cone area, where the device appeared to be twisted. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a non-medtronic guidewire was used. Per the physician, the delivery catheter system (dcs) issue was solely observed with the first dcs as the non-medtronic guidewire was able to be used with the second dcs without issues.